Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received uf/importer report (B)(4) with the following event description: robotic total abdominal hysterectomy in progress when surgical team noticed a small black object in abdominal cavity, visible on monitor. Object was removed and inspected; black in color and hard to the touch. Tech removed instruments from trocars. A 5mm monopolar cautery device removed from 8mm davinci trocar and examined. Outer, black covering of device had an approximately 1.5mm area on sheath that was frayed and damaged. Abdomen was irrigated and suctioned.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. An intuitive surgical inc. (Isi) clinical sales representative was able to obtain additional information from a surgeon at the site regarding the reported event. According to the surgeon, the fragment was retrieved laparoscopically. The surgeon indicated that no other intervention such as an x-ray was taken to retrieve the fragment. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that a fragment from the instrument broke off, fell into the patient, and was retrieved. There is no indication that the patient was injured or harmed because of the reported issue.